Event description:
Complainant alleged that during a routine shift check by a clinician, the device only displayed a green dot on the video screen. The complainant indicated that there was no patient involvement in the reported failure.